Event description:
Customer reported that smoke came out of the instrument. There was no report of injury for this event.

Manufacturer narrative:
The cause for smoke came out of the instrument is unk. New instrument has been provided to the customer.